Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, it was noted that the ICD failed to be interrogated using both bluetooth and inductive telemetry. The ICD was not implanted, and a replacement was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported complaint of no telemetry and no output was confirmed. The device voltage was below end of life (eol) level upon receipt. Assessment of total projected longevity was performed, and the device battery was found to have depleted prematurely. Device was cut open and analysis performed found excessive current drain on the hybrid due to an anomalous integrated circuit (ic) as the cause of the premature depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.